Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted device found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient's ipg was too close to the beltline and he was experiencing intermittent, uncomfortable overstimulation when his stimulation was turned off, and having charging issues. The patient underwent a pocket revision and ipg replacement. The patient was reportedly doing well.